Manufacturer narrative:
Section a3b, a4, a5, a6: information unknown/not provided. Model number: unknown as product lot number was not provided. Catalog number: a complete catalog number is unknown, as the lot number was not provided. Lot number: unknown, information not provided. Expiration date: unknown as product lot number was not provided. UDI number: unknown, as the lot number was not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device. Telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number was not provided. Attempts have been made to obtain missing information. However, there is no additional information available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the nurse prepared the toric intraocular lens (iol) on the wrong side and the nurse prepared the iol upside down. During the procedure, a small piece of plastic detached from the cartridge tip. The doctor removed the piece of plastic during the procedure and left the iol implanted in the patient's right eye. Sutures were required and there was a delay in the procedure. It was reported the instructions for use were not followed. Through follow up, it was learned that the sutures were prophylactically used. The doctor made sure the wound was tight. The patient is doing well. There were no side effects following the procedure. The patient is very satisfied with her vision. The surgeon reported everything is normal. The surgeon did not share any other information.

Manufacturer narrative:
Additional info: further follow up received that the patient's gender is woman. Correction: upon further review, it was noted that in the initial MDR section e1 title, first name and last name were addressed inappropriately; therefore, it is captured in this supplemental report. The following sections have been updated accordingly: section a3b: gender: cisgender woman/girl. Section e1: title: dr. Section e1: first/given name: (B)(6). Section e2: health professional? Yes. Section e3: occupation: physician. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.